Event description:
It was reported that stimulation was in the wrong location, which started over the past weekend the patient started feeling stimulation in the lower back, ¿almost in the buttock¿, rather than higher up in the back. There was an increase in baseline pain in the lower back, which had a sudden onset. There was no known accident or incident related to this event. Additional information has been requested but was unavailable at the time of the report. A follow-up report will be submitted when this information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97754, serial # (B)(4), product type recharger; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).